Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e. The revision reported may have been the result of glenoid loosening and pain as reported. Based on the provided information, it was confirmed that the patient experienced a fall, but a rotator cuff failure could not be confirmed. The glenoid loosening may have been the result of a combination of the patient falling, potential rotator cuff failure, off-axis insertion of the glenoid, uncemented use, and/or improper seating of the glenoid during the index surgery. Additionally, the patient¿s fall may have resulted in a large impact close to their shoulder joint, resulting in the loss of fixation of the glenoid. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices were not returned for evaluation and no radiographs or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10:05027019047 a10012 - gps implant kit v2. (B)(6), 314-13-14 - equinoxe cage glenoid large, beta, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6),531-78-20 - shouldr gps hex pins kit, (B)(6), 315-35-00 - glnd kwire, (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 66 yo female patient, who had a right shoulder implanted, underwent a revision procedure approximately 5 years 10 months post the initial procedure. The patient complained about some mild pain in their shoulder. They presented with loosening on the glenoid side. It was unclear whether it was caused by a fall or cuff failure. Everything was removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were disposed of by the customer. A device image of the stem was provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, radiograph images were not provided for review. The devices were not returned for evaluation because they were disposed of at the hospital. Two images were provided for evaluation. It was reported that all initial implants were removed from the patient. The aspects of the humeral head and primary stem that are visible in the photos appear unremarkable. No other conclusions on the glenoid component can be made based on the image provided because it is heavily obscured by tissue and blood. A second image of the explanted devices was provided as well; however, it captured the same explanted devices from the same perspective and did not offer any additional information or evidence of the reported failure. A review of manufacturing data was performed, and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. The revision reported may have been the result of glenoid loosening and pain as reported. Based on the provided information, it was confirmed that the patient experienced a fall, but a rotator cuff failure could not be confirmed. The glenoid loosening may have been the result of a combination of the patient falling, potential rotator cuff failure, off-axis insertion of the glenoid, uncemented use, and/or improper seating of the glenoid during the index surgery. Additionally, the patient¿s fall may have resulted in a large impact close to their shoulder joint, resulting in the loss of fixation of the glenoid. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices were not returned for evaluation and no radiographs or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
The surgeon further stated the patient had a recent fall but was unable to confirm whether the patient's cuff had failed causing the glenoid loosening prior to the fall. The patient was revised to a competitor's devices.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d4, h4 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.